Manufacturer narrative:
A2 (patient's age): the patient's birthyear of 1967 was provided. To include this information the patient's age has been reported as (B)(6) 1967. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous veno-venous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. Initially it was reported that a "treatment interrupted" alarm was received and the touch screen was locked and could not be accessed. The dialysate and filtrate pumps were also not moving. Treatment on stopped on the machine and another machine was used to continue treatment. It was reported that the patient was not affected by the reported failure. The fresenius medical care (fmc) technician also confirmed that the fucntional test passed on (B)(6) 2023. Additional information was obtained during follow-up. The patient¿s continuous renal replacement therapy (crrt) treatment was initiated on (B)(6) 2023 at 19:35. The reported issue occurred approximately 50 hours after treatment initiation. The reported machine issues were noted by the attending nurse on (B)(6) 2023 at 1:30. The nurse-in-charge and a colleague nurse were consulted and the decision was made to stop treatment and change the machine. At 2:00 the treatment was discontinued. The blood in the filter set was unable to be returned to the patient. The patient's estimated blood loss (ebl) was not provided. At 3:15 the patient was reconnected to a new machine. The patient has been stable for the entirety of the event. The patient continued treatment on a different machine. It was reported the data was obtained from the machine for evaluation by the manufacturer.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous veno-venous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. Initially it was reported that a "treatment interrupted" alarm was received and the touch screen was locked and could not be accessed. The dialysate and filtrate pumps were also not moving. Treatment on stopped on the machine and another machine was used to continue treatment. It was reported that the patient was not affected by the reported failure. The fresenius medical care (fmc) technician also confirmed that the fucntional test passed on 7/4/2023. Additional information was obtained during follow-up. The patient¿s continuous renal replacement therapy (crrt) treatment was initiated on 6/30/2023 at 19:35. The reported issue occurred approximately 50 hours after treatment initiation. The reported machine issues were noted by the attending nurse on 7/3/2023 at 1:30. The nurse-in-charge and a colleague nurse were consulted and the decision was made to stop treatment and change the machine. At 2:00 the treatment was discontinued. The blood in the filter set was unable to be returned to the patient. The patient's estimated blood loss (ebl) was not provided. At 3:15 the patient was reconnected to a new machine. The patient has been stable for the entirety of the event. The patient continued treatment on a different machine. It was reported the data was obtained from the machine for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: machine files were obtained by the manufacturer for review. It was confirmed that a balancing malfunction occurred. Error code 7980.1 was received. This is a known error. Treatment must be terminated upon receiving this error. No device history record review nor review of complaint history is warranted. No corrective actions are taken at this time. The described problem is considered within the scope of product improvement.